Event description:
It was reported that the pt was having visual and auditory hallucinations and liver failure. Five days post implant, the pt remained spastic. Device troubleshooting had not been performed. The medication being delivered via the device system was lioresal. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.